Event description:
The customer reported that the system failed to produce fluoroscopic x-ray. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system was re-calibrated. No further conclusion can be drawn as repair info is unavailable and no add'l service info was provided.